Event description:
Consumer is doubtful of the results obtained from this plink meter. Feels they are erratic. Analysis run on clark error grid using mean average reading (142) as ref point vs. Bd readings (26, 125, 275) yielded some data points in the c range of the grid, outside acceptable limits.